Event description:
The customer reported, "a fluoro image is not displayed on a left monitor." The left monitor displays the live fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The videos controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.